Event description:
It was reported that the customer received a button error alarm on the insulin pump and during a test bolus, the numbers kept ramping up. The customer's blood glucose level was 163 mg/dl. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with all buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers or scrolling bar moving anomaly noted. Unit had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.